Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The lead was capped and a new lead was implanted. It was further reported that the implantable pulse generator (ipg) was replaced due to the battery longevity being less than expected. The ipg was removed and a new ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analysis was performed with no anomalies found.